Event description:
A customer reported a problem with the footswitch before a procedure. There was no patient involved.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues related to the reported event. The footswitch was replaced. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The laser was manufactured on july 26, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available (B)(4).